Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their recharger antenna (rtm) was getting hot when charging their implanted neurostimulator (ins) and felt like they burnt their skin, and they noticed the rtm had frayed wires that shocked them since yesterday. Pt confirmed their was no damage caused to their skin from the rtm getting hot when charging their ins. An email was sent to the repair department to replace the rtm. Additional information was received on (B)(6) 2022. It was reported that they received their rtm replacement however, now the controller was reading no device found. Pt connected the rtm and the controller would not progress past the connect the recharger screen (13). Pt unplugged and re-plugged in the rtm and had the same result. Pt inspected the controller port and said it looked good. The pt reset the controller, then tried to charge the ins but pt was still unable to progress past the connect the recharger screen. The controller not registering that rtm is plugging in. A controller replacement was sent to the patient. Additional information was received on 2022-jul-14. It was reported that they saw the connect the recharger screen and could not get the controller to advance beyond the connect the recharger screen. Pt said they got the replacement controller and rtm, but when they plugged the rtm into the controller, the "connect" screen would not advance. During the call, the pt had the setup screens displayed. Pt pressed implant and then got the connect screen, but when they plugged in the rtm, the controller would not advance. Pt attempted reset of the controller, but during the reset, the li battery pack was split; the pt noticed their battery pack had split in half the day before yesterday (on (B)(6) 2022). Serial numbers of controller and rtm confirmed as the replacement controller and rtm. Pt said the controller worked to charge from the wall outlet when plugged into the ac power supply. Pt said the screen got brighter when they plugged the rtm in, but the screen remained on the connect screen. Pt did not notice any damage to the rtm plug or the controller port. An email was sent to the repair department to replace the rtm and the battery pack.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s serial# (B)(6). Product type recharger product ID 97745bp serial# (B)(6). Product type accessory product ID 97745 serial# (B)(6). Product type programmer, patient product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with a "no device found" message. The recharge antenna was frayed with the cable insulation peeling away at donut end and exposed wires. The recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.